Event description:
It was reported that a patient underwent a revision surgery to replace a multi-axial bone screw after the screw was revealed to "be dislocated," approximately a few days post-op. No patient complications noted.

Manufacturer narrative:
Device has not been returned; therefore product evaluation is not possible at this time. In addition, device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.